Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Per fseunit had it a 35v failure but did not elaborate any further. Investigation remains ongoing.

Manufacturer narrative:
H10: the fse determined a replacement of the power management (pm) printed circuit board assembly (pcba) was required to resolve the issue. The fse replaced the pm pcba and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an alarm failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Additional information being requested.